Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for deep vein thrombosis and pulmonary embolism prophylaxis. Approximately one year and seven months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year seven months of post-deployment, computerized tomography-abdomen without contrast was performed which showed that the hook of the bard denali retrievable inferior vena cava filter was at the l1-l2 interspace. All the struts of the inferior vena cava filter perforated the inferior vena cava up to 5 mm. Two (2) anterior struts perforated the inferior vena cava wall and contact the right hepatic lobe. One (1) anterior struts perforated the inferior vena cava wall and contact the small bowel. Therefore, the investigation was confirmed for the perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for deep vein thrombosis and pulmonary embolism prophylaxis. Approximately one year and seven months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.